Manufacturer narrative:
The unit passed the displacement test, self-test, a21 error test, and off no power test. The unit alarmed a compromised force sensor system during the basic occlusion test due to a loose/protruded drive support. Analysis was unable to perform the occlusion test, prime/compromised force sensor system test, and excessive no delivery test due to a compromised force sensor system alarm. A rewind anomaly was not found. All operating currents were within specification. The unit was programmed with a correct time and date. The unit was monitored for 2 days and several boluses were programmed and delivered. All boluses were delivered during testing and during the time unit was monitored and were properly recorded at the daily totals and bolus history screens. No history anomalies were found. The unit had a cracked reservoir tube lip, a minor scratched display window, a cracked case at the display window corner, a cracked belt clip slot, cracked battery tube threads, and a cracked display window.

Event description:
The customer called in to report a compromised force sensor system alarm and the device was stuck on rewind. The customer's blood glucose level was 73 mg/dl. The customer was unable to complete the rewind without the alarm occurring. Customer stated the device had been dropped before. The customer was advised to discontinue using the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.